Event description:
It was reported that the patient was doing well and was continuing to receive therapy.

Event description:
It was reported that the patient was not receiving adequate spasticity control, and there was a very sluggish side port study. Upon performing a dye study, the healthcare provider (hcp) experienced a very 'sluggish return.' The catheter was removed and replaced. Following the revision procedure, the patient outcome was recovered without sequelae. The drug being delivered was lioresal. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type catheter. (B)(4).